Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be use related. One 3fr s/l per-q-cath PICC was returned for investigation. The PICC was received with the stylet in the lumen. The catheter had been trimmed to length at the 25cm depth mark and the stylet had been retracted through the septum on the t-lock extension set. The stylet was kinked in multiple locations, which created bends in the catheter at the 4, 6, 13, 17, 19, 20, 21, & 22 cm depth marks. A functional test revealed a leak near the 9, 13, and 19 cm depth marks. The leak sites were microscopically examined and longitudinal breaches were found on the external surface of the tubing. The catheter was cut longitudinally to examine the leak sites from within the catheter, which revealed that the extent of damage was greater on the inner lumen wall. The adjoining surfaces of the split tubing revealed a granular appearance. This type of damage can occur when the stylet is repositioned within the PICC without flushing the catheter and/or compressing the catheter over the stylet. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rexh2060 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in attempt to insert the PICC, the wire folded and it was not possible to adjust. When the material was inserted into the patient, during the flow and reflux test, it was observed a solution leakage on the numerical markers and because of this it was impossible to use it. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexh2060 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in attempt to insert the PICC, the wire folded and it was not possible to adjust. When the material was inserted into the patient, during the flow and reflux test, it was observed a solution leakage on the numerical markers and because of this it was impossible to use it. No patient injury was reported.